Event description:
It was reported that the patient presented in the operating room for an implant procedure. During the procedure, after positioning the lead, there was no capture and no sensing. The parameters were tested with a different programmer, but the issue was not resolved. The lead was not used and a new lead was implanted. The patient was stable.

Manufacturer narrative:
Analysis was normal. No anomalies were found.